Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head had intermittent image failure. The issue occurred during a few different procedures but they were completed successfully. The issues would occur after the device was run for hours or when it was turned on. There were no reports of patient harm associated with the event.